Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. The pump was explanted on (B)(6) 2015. The patient was implanted with a new pump and continued therapy.

Manufacturer narrative:
Device evaluation summary: the returned pump was subjected to external and internal visual examinations, as well as, functional and electronics testing. The evaluation determined that the drug flow path was partially blocked with possible drug precipitate and a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient is doing well.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).